Manufacturer narrative:
Product complaint #: (B)(4). Batch # r59p78. Investigation summary: the analysis results showed that one gst60g reload was received unfired, with the pan detached from the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, gst60g misfired. There is no further information available about the event. There were no patient consequences reported.